Event description:
A malfunction was reported. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To address the issue, technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.